Manufacturer narrative:
As received, a complete lead was returned in one piece with the guidewire stuck in the lead, unable to be removed. Visual inspection and diagnostic imaging revealed the guidewire being offset and the ptfe coating of the guidewire was noted at the distal tip. The cause of the reported event was isolated to the offset coil at the distal tip of the guidewire and the stripped ptfe coating of the guidewire. The reported event of difficulty separating the guidewire from the lead was confirmed. Other damages on the lead were consistent with procedural damages. Electrical tests did not find discontinuities or short between any conduction paths.

Event description:
During implant, the guidewire was unable to be separated from the left ventricular (lv) lead. The issue was resolved by explanting and replacing the lv lead. The patient experienced no adverse health consequences.